Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set had flow issues. The following information was received by the initial reporter with the following verbatim. It was reported by a customer that there was an incorrect volume read when loading a bd 10 ml syringe of ampicillin. The ampicillin was intended to infuse at a rate of 30ml/hour with a volume to be infused (vtbi) of 7.5ml. When loaded the syringe module vtbi display 7.2ml available when 7.5ml was visualized in the syringe. The clinician changed the rate to match the ordered rate. The pump calculated a new rate based the vtbi and the infusion time. Can the pump take the infusion rate as the default. There was patient involvement but no harm.